Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Information was provided that when the user staff went to flush the white lumen of the cvc with a 10 ml saline syringe post red blood cells infusion, the tubing distal of the clamp, burst. An on-line clamp was applied. The kelly clamp was applied proximally to the on-line clamp and the line was covered with transparent dressing. The male patient denied having any chest pains or shortness of breath. The patient will continue to be monitored. The patient showed no signs or symptoms of air embolus and vital signs were stable.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the dimensional verification, instructions for use (IFU), specifications, quality control and visual inspection of the returned device was conducted during the investigation. As the lot number was unknown, the latest version of the IFU was reviewed. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: intended use includes vascular access infusion and withdrawal of blood, blood products and fluid. The complaint report states the device was being used for red blood infusion matching the intended use. The warnings include, do not power inject contrast medium through the catheter. Catheter rupture may result. Use of a 10ml or larger syringe will reduce the risk of catheter rupture. The complaint report states that a 10ml syringe was used during flushing, meeting the warning. The visual inspection of the returned device reported one triple lumen silicone catheter was returned. It was returned with one hub missing (the blue and red labeled hubs remained). The extension tube that is severed there was 7.5cm of extension tube remaining from the point of separation to the manifold. On the remaining region of the severed extension hub clamps have been attached along with medical tape. The device was returned with what appears to be microclave neutral displacement connectors on both the remaining hubs. The complaint device was returned therefore, an investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record for nonconforming events could not be reviewed due to lot number not provided. Based on the information provided, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
Information was provided that when the user staff went to flush the white lumen of the cvc with a 10 ml saline syringe post red blood cells infusion, the tubing distal of the clamp, burst. An on-line clamp was applied. The kelly clamp was applied proximally to the on-line clamp and the line was covered with transparent dressing. The male patient denied having any chest pains or shortness of breath. The patient will continue to be monitored. The patient showed no signs or symptoms of air embolus and vital signs were stable.